Event description:
It was reported that during an implant attempt, the right ventricular lead helix would not extend after multiple attempts. The lead was not implanted and different lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was stretched. The distal conductor was distorted. The helix/lobe was distorted/bent and there was blood in/on the helix/lobe mechanism. The guidetooth was damaged and the lead was stretched. Visual analysis revealed the lead was damaged at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.